Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported following a laparoscopically assisted vaginal hysterectomy procedure when the surgeon was trying to use a new harmonic the jaw was broken and could not activate at all. No patient consequences reported. One device will be returning.